Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received multiple inappropriate shocks. Review of the episodes identified noise, low sensing amplitude measurements in addition to an arrhythmia. Oversensing occurred which resulted in the inappropriate therapy. A boston scientific technical services consultant discussed potential reasons for the clinical observations and recommended further troubleshooting. It was noted that the patient was seizing and had labored breathing at the time of the most recent inappropriate shock. Reprogramming was performed and the physician will continue to monitor the patient. No adverse patient effects were reported.